Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the first clip opening after deployment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). After clip closure mr was reduced to grade 2. After clip deployment and removal of the first clip delivery system, it was observed that the clip slightly reopened and mr grade was 2 to 3, but the clip remained stable on the leaflets. The clip did not move from its original location. The procedure continued and two additional mitraclips were implanted to treat the issue with the first clip, reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received, however, the reported mechanical issue of the clip opening while locked could not be replicated in a testing environment as the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported clip opening while locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.